Event description:
The customer reported that the unit would beep continuously after a recent service. A generator disabled error message was displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power control printed circuit board and the suppressor printed circuit board and the backplane controller printed circuit board and the cpu and the single board computer were replaced. The software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.